Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was difficult to be delivered when used during pre-inflation of drug eluting stent (des) and when used during post-inflation after des placement. Following post-dilatation of the device, a reverse blood flow was confirmed, and the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded, and a pinhole in the balloon was located at the proximal markerband. The tip of the device was damaged. Product analysis confirmed the reported burst, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported advancing difficulties, which could not be confirmed because the clinical circumstances could not be replicated. However, there was unreported tip damage to the device is damage that could cause resistance upon device advancement.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was difficult to be delivered when used during pre-inflation of drug eluting stent (des) and when used during post-inflation after des placement. Following post-dilatation of the device, a reverse blood flow was confirmed, and the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.